Manufacturer narrative:
The single-port (sp) fenestrated bipolar forceps (fbf) has been returned and evaluated by the failure analysis team. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 8.22mm x 1.42mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. Additional observation, which was related to the customer reported complaint, found a broken molded insulator, and a detached fragment was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that single-port (sp) fenestrated bipolar forceps (fbf) tip was found broken. There was no reported injury.